Event description:
The rotator broke at the high pressure tubing during injection on a pt with hepatitis c. There was no reported injury to the pt or the clinician.

Manufacturer narrative:
Device eval: one used sample was returned. The reported incident was confirmed. Visual examination showed that some type of instrument or tool had been used to loosen/tighten the rotator to the female mating part. Measurements were taken on the male luer taper, and it was found to be within specification. Tool marks were observed on opposite sides of the rotator collar and the shape of the luer had been altered. This type of damage has been associated with over-tightening the connection, however, the cause of the rotator breaking could not be definitively determined.